Manufacturer narrative:
As reported, the balloon of the 6/7f mynxgrip vascular closure device was ruptured. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and the advancer tube were found inside the shuttle cartridge. The syringe was returned separate from the device. The procedural sheath was not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device. However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. Review of lot f1830402 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The event reported as ¿balloon loss of pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, if follow-up, what type have been updated accordingly. As reported, the balloon of the 6/7f mynxgrip vascular closure device was ruptured. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The product history record (phr) review of lot f1830402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath introducer may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time. Corrected data: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1830402) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynxgrip vascular closure device was ruptured. There was no reported patient injury. The device will be returned for evaluation.